Event description:
User facility reported unsuccessful cavity integrity assessment (cia) tests during an attempted novasure procedure. During follow-up in 2009, it was learned that the procedure was aborted following the unsuccessful cia tests and a uterine perforation was confirmed via laparoscopy. The physician reported no treatment was needed for this "pinpoint perforation seen in the cornua." The pt was discharged home following a brief recovery period. Additionally, she reported the pt had an "operative hysteroscopy" for removal of a large fibroid prior to the attempted ablation and the physician feels this may have weakened the uterine wall as the perforation is at the site of the fibroid removal. The pt also had a dilatation and curettage (d&c), and sounding, with a metal sound (not a hologic device), prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.